Event description:
Reporter noted unit was turned on in lio mode; attached an endoprobe, and were able to fire without filter in place on microscope. Doctor and assistant received a back flash, but there was no injury.